Manufacturer narrative:
The manufacturer previously reported information alleging a rebreathing detected alarm occurred followed by an obstruction alarm. The alarm did not stop even after removing water from the circuit and mask, and the display screen turned red and continued to alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated during an operational check. The record of the alarm for the reported issue was found on the event log. There was no abnormality observed after performing a functional test. No abnormalities are found and there is no problem with operation, so it is determined that the device is normal. Final test, battery check, valve check, run in tests and cleaning were performed. The unit operated properly. A supplemental final report will be filed.

Manufacturer narrative:
Device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a rebreathing detected alarm occurred followed by an obstruction alarm. The alarm did not stop even after removing water from the circuit and mask, and the display screen turned red and continued to alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.